Event description:
It is reported the glenosphere disassociated.

Manufacturer narrative:
Evaluation summary: the surgical technique was updated to include tips on preparing the glenoid, gaining the proper surgical exposure and feeling to insure the glenosphere seated correctly. The surgeon was notified of these changes prior to the surgery. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.